Event description:
A hosp materials mgr reported that the image from a hystero telescope became cloudy during a hysteroscopy and resection procedure. The procedure was successfully completed with a second scope and there were no complications related to the occurrence.